Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/03/2015 with the following findings: evaluation revealed that the keypad is intact and not torn. The up/down buttons were intermittently unresponsive. Removed keypad cover and the up/down/ok button contacts were misaligned. Display is dim/fading (pink). Battery compartment crack at the case seal below the pumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, fading pink display and cracked battery compartment. This report is made based on results of investigation completed on 11/03/2015.